Event description:
"Pt had a l mrm for a stage I (o/20 + ln's). Pt has been ned since. Due to prior h/o fcd (r bx) and strong fh breast ca, pt underwent r sq mastx with b submusc mcghan gels (r 280, l 300cc). Pt reports slow decreased size x yrs. No h/o trauma. Has mild discomfort in breasts. Pt c/o systemic probs progressive x a few yrs. S/p implants including arthralgias (positive am stiffness), myalgias, dysesthesias/paresthesias, spasms, fatigue, sleep disturb, hot flashes, drenching night sweats, headaches, tmjd, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, rashes/itching, sens sun/cold/chem, cp, choking sens, wgt gain, gi disturb, and easy bruising."